Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the missing ke45 at the forceps cover, the cut in the pink rubber, and the pinhole in the cement on the light guide lens was traced to component failure. However, the most probable cause of the metal stuck at the suction port on the control body was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had (foreign) metal stuck at the suction port on the control body). In addition, the distal end had missing ke45 adhesive at the forceps cover, cut at the probe pink cover, and a pinhole in the cement on the light guide lens. There was no patient involvement.